Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.00/3.0/085 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The surgeon reports the lens was explanted and replaced with a shorter length lens due to the length of the lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).